Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted due to extensive calcium in the left ventricular outflow tract. A second valve was successfully implanted valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.